Event description:
It was reported that missing corvue data was seen during merlin.net transmissions. The device was reprogrammed. Issue has been resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.